Event description:
It was reported by service report that the stretcher could not be pumped up when the brakes were engaged. Stryker technician could not duplicate the issue. There was pt involvement however no adverse consequences reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.